Event description:
A skin reaction was reported with the freestyle libre sensor. A customer reported developing pain and infection-like symptoms at the sensor site and had contact with a healthcare provider who prescribed clindamycin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor kit expiration date was determined to be 28 feb 2021. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0m000cx1g2w has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned, observed damaged guide tabs upon visual inspection of the sensor plug. Correct plug seating was not prevented by the damaged guide tabs. Therefore would not have caused the customers complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the freestyle libre sensor. A customer reported developing pain and infection-like symptoms at the sensor site and had contact with a healthcare provider who prescribed clindamycin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the freestyle libre sensor. A customer reported developing pain and infection-like symptoms at the sensor site and had contact with a healthcare provider who prescribed clindamycin for treatment. There was no report of death or permanent injury associated with this event.